Event description:
Patient undergoing angioplasty of right coronary artery. A balloon was advanced over a wire and placed within the proximal right coronary artery. It was inflated to 8 atmospheres for 30 seconds, deflated and then re-inflated at 13 atmospheres for 30 seconds. The balloon was then deflated and attempted to be withdrawn. This was unsuccessful. The shaft of the catheter was noted to detach from the end of the scored balloon. At this point the decision was made to retrieve the balloon. Attempts were made at dislodging the balloon via wires and balloons. This was unsuccessful. Subsequent to this, a 7-fr guide liner was advanced over the wire and used to retrieve and capture the detached balloon. The wire, guide line and retrieved balloon were then withdrawn there was no patient harm.